Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported broken support arm has been finalized. The evaluation of the provided pictures shows that the support arm broke at the joint nearest to the bracket. The support arm was manufactured before september 2009. The support arm is a casting, and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in production during september 2009. The reported support arm was manufactured before the implementation of this change. A correction were required: d1 ¿ brand name ¿ previous brand name: support arm 177. Corrected brand name: servo-I base unit d2 - product code ¿ previous product code: ioy. Corrected product code: cbk d4 ¿ version or model # - previous version or model #: support arm 176. Corrected version or model #: 6487800 d4 - serial# - previous serial#: missing. Corrected serial#: (B)(6) h4 - manufacture date ¿ previous manufacture date: missing. Corrected manufacture date: 08/21/2008 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).